Manufacturer narrative:
Quality controls were ok at the time of the event and the alarm trace did not show any relevant alarms. The investigation determined the issue is consistent with incorrect pre-analytic sample handling. Medwatch fields have been updated.

Manufacturer narrative:
The repeat hcg+beta value of 790.3 mui/ml was deemed correct by the customer. The field service engineer performed an adjustment of the photomultiplier tube. An instrument check performed after this action was successful.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system ver. 2 on cobas 8000 e 602 module serial number (B)(4). The sample initially resulted in a hcg+beta value of 1.65 mui/ml and this value was reported outside of the laboratory. The patient was tested in another laboratory and had a positive result, so the initial value was questioned. The sample was repeated, resulting in an hcg+beta value of 790.3 mui/ml.

Manufacturer narrative:
The last calibration from (B)(6) 2023 failed for an unknown reason. The previous calibration was valid and signals were within specifications. Controls were within range. H3 other text : na.